Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. Evaluation found the bending angle in the up direction did not meet standard value due to wear of the angle wire, the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive on the bending section cover was chipped, cracked, and had a white-clouded area, the water removal ability did not meet standard value due to clogging of the nozzle, the adhesive around the objective lens and light guide lens had a white-clouded area, the scope connector cover was dented, the connecting tube had a cut and the coating was peeling, the connecting tube was wrinkled, and the zoom did not work smoothly due to damage on the zoom charge coupled device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air supply of the evis lucera colonovideoscope was poor. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and air supply volume did not meet standard value due to the nozzle being clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received reported the bad air supply was found during pre-use inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There were no deformations or damage to the nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.